Event description:
It was reported that approximately eighteen hours into use of 100 ml flow stop cassette, unresolvable no disposable alarm. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, UDI number, and lot number) is unknown, no information provided to date.